Event description:
It was reported that the physician had difficulty seating the proximal ends of a lgx inflatable penile prosthesis (ipp). A 14cmx9.5mm cxr ipp was implanted instead. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.